Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verfiried and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a smaple was not returned, the root cause cannot be determined and no actions are taken. There have been no oterh complaints reproted in the lot number. (B)(4).

Event description:
A doctor reported that two months after a glaucoma filtering shunt was implanted, the intraocular pressure increased. Treatment medications did no decrease the intraocular pressure. The surgeon reported the flow from the shunt was not adequate. The shunt was explanted and a trabeculectomy was performed. Postoperatively, the pt was noted as doing well.